Manufacturer narrative:
Biomérieux investigation was conducted. Investigational testing included: agar dilution (ad), reference method used for etp development (formulation etp01n) in vitek 2 ast cards. Broth microdilution (bmd), method used by (B)(6) to determine the expected mic. Vitek 2 ast-n192 card of different lots containing ertapenem formulation (etp01n), which is the same drug formulation on ast-n297 card used by the customer. Results: organism identification was confirmed to the species escherichia coli. Ad: ertapenem mic = 0.5mg/l susceptible. Bmd: ertapenem mic = 2mg/l resistant. Vitek 2 ast-n192: ertapenem mic <=0.5mg/l susceptible. In the analysis report from (B)(6) survey ((B)(6) dist(B)(6), strain#(B)(6)), the results obtained for approximately 500 participants are 61% susceptible for ertapenem. The investigation duplicated the customer result with mic <=0.5mg/l susceptible, which correlates to the agar dilution reference mic of 0.5mg/l. As the vitek 2 ast-n192 etp01n results are in agreement with the reference method (agar dilution), the investigation concluded the vitek 2 ast-n297 cards are performing as expected.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the (B)(6) reported the occurrence of a false susceptible ertapenem result for a neqas survey sample (distribution 3756, sample 2832, escherichia coli) in association with the vitek 2 ast-n297 test kit. It is unknown if repeat vitek 2 ast-n297 testing was performed or if any alternate method was employed to confirm the expected result. There is no indication or report from the hospital to biomerieux that the discrepant result led to any adverse event related to any patient's state of health. There is no patient directly associated with the survey sample. Culture submittals have been requested by biomerieux for internal investigation. Internal biomerieux investigation will be initiated.